Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and black particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease in the posterior side, non-penetrating nicks, a broken sharp crease in the anterior side, and missing piece of the shell. Based on the device analysis the final assessment was a sharp crease in the posterior side due to a fold flaw opening, non-penetrating nicks in the posterior side, a broken sharp crease in the anterior in the anterior due to a fold flaw opening, and missing piece of the shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device remains implanted.